Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site. The physician¿s evaluation confirmed that the cls was protruding and causing the reported pain. Antibiotics were administered. A revision procedure was performed to reposition the cls, and a culture was collected to rule out infection due to a prematurely peeling scab near the incision site.